Manufacturer narrative:
Device passed rewind test, basic occlusion test, prime/a33 test and displacement test. However, device received stuck in the motor error loop during bolus/basal delivery and e70 alarm confirmed in the history file. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the insulin pump motor position encoder error in past and motor error alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the drive support cap was normal. The customer was assisted with troubleshooting. Customer reported that they were able to clear and able to complete rewind insulin pump. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.